Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a failure on the occlusion detector. The incident occurred during the start of obstetric epidural treatment on a patient. The patient experienced pain with delay in analgesia.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a high alarm displayed: downstream occlusion" messages. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.